Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the reported operative complications experienced by the patient and the patient¿s subsequent demise. The isi clinical sales representative (csr), associated with the hospital where the da vinci-assisted surgical procedure was performed, indicated that the initial reporter (a surgeon) did not have any additional information to provide regarding the reported event. The csr indicated that the initial reporter did not perform the da vinci-assisted surgical procedure or provide any medical intervention to the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient allegedly developed operative complications, went to another hospital, and expired. However, at this time, the root causes of the patient¿s operative complications and subsequent death are unknown.

Event description:
It was initially reported that after undergoing an unspecified da vinci-assisted surgical procedure at one hospital, the patient experienced post-operative complications, went to another hospital, and ultimately expired. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No further clinical information was provided. The following information is unknown: what specific type of da vinci-assisted surgical procedure was performed, what date the robotic surgery was performed, what operative complications the patient experienced, what subsequent surgical intervention was performed, what date the subsequent surgical intervention was performed, what date the patient expired, and what the root causes are of the alleged operative complications and the patient¿s death. On 05-jun-2018, intuitive surgical, inc. (Isi) contacted the risk management department where the da vinci-assisted surgical procedure was reportedly performed at. The risk manager stated that she cannot provide any additional information regarding the reported event without any patient information. However, the risk manager stated that she has not received any complaints within the hospital regarding the da vinci si surgical system.